Event description:
It was reported that the fiber cap detached during the prostate procedure. It is unk if the device was inside the pt at the time of the detachment; however, it appears it may have been during use. The location of the cap is unk; however, there was no report of the device remaining inside the pt or that cap retrieval was performed. The physician performed a turp to complete the case. "No injury to pt" reported.

Manufacturer narrative:
.